Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the supply line of a homechoice cassette and the supply bag which resulted in a leak. This was observed during dwell of peritoneal dialysis (pd) therapy. Renal therapy services (rts) assisted the patient with ending the therapy session and advised the patient to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.